Event description:
It was reported that post implant procedure the patient developed a hematoma at the lead site. The patient was taken to surgery and the hematoma resolved, and the patient's therapy was restored. It was then reported that the patient was having significant thoracic radicular pain and parasympathetic blockade to their gi tract. Surgical intervention took place on (B)(6) 2024 where the scs system was explanted to address the issue.

Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event estimated. Correction - section g3 and reportable aware date - date corrected to 07nov2024 and should not 08nov2024. Correction - section h6 - code correction. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.